Event description:
It was reported that during a spinal cord stimulator implant procedure the patient had excessive bleeding and was hypertensive. The patients motors were lost after the passing elevator was inserted. With the issues presented the physician decided to abort the procedure. While closing the incision the patients left foot motors came back. The physician does not believe he applied enough pressure to cause a loss in motors. The patient was able to regain response in all extremities and the patient was still in the hospital getting ready for rehabilitation.